Manufacturer narrative:
B5: upon follow up it was reported the peritonitis event was not caused by a baxter product. It was reported the event was due to an infection at the catheter site (non-baxter product). It was reported that the patient was hospitalized for two weeks, discharged, and has recovered from the event. H10: based on additional information received, the unknown baxter disposable was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment of the event were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported.